Event description:
Information provided states that an m6-c was inserted in the patient and it auto-fused at the back cortical rim over time. Bone also grew into the right foramen causing pain in the pts right arm leading to the revision. A CT was taken (B)(6) 2021 and x-rays were taken in october of the same year. MRI was done early in 2022. Revision performed today to remove the disc and decompress the foramen. Disc was intact in situ.

Manufacturer narrative:
Additional information regarding this incident has been requested along with the return of the device and the device identifiers. Without a part number or serial number a review of the manufacturing records cannot be performed.